Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic hiatal hernia repair. While attempting to close the hernia with the suturing device, the needle seemed to get out of alignment. The surgeon was not able to successfully pass the needle from one side of the jaw to the other. When trying to unload, unable to remove the needle from the device. A second suturing device was then opened and used. The same issue occurred where the needle seemed to get out of alignment. But this time, the jaws were unable to be opened and the reload was stuck. In order to resolve the issue and complete the case, the surgeon finished closing the hernia with a regular suture passer. There was no patient injury.